Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that during an interrogation it was noted the lead safety switch had triggered on another manufacturer's right ventricular (rv) lead due to high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which did not yield any significant findings. At this time no intervention has occurred and the physician has opted to continue to monitor the patient. The pacemaker and other manufacturer's rv lead remain in service and no adverse patient effects were reported.